Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during use of the command 14 guide wire with a non-abbott microcatheter, there was resistance between the devices and they had to be removed together. Outside the anatomy it was noted that the command guide wire became 'stripped'. There were no reported adverse patient effects and there was a delay in the procedure, but no harm was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficulty advancing and removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire which likely led to the reported peeling/ stripped of the guide wire. The patient effects of thrombosis and infection are known risks of the procedure. The patient effect of thrombosis and infection are listed in the hi-torque command guide wire instructions for use (IFU), as a possible adverse events of use of the device. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B1: adverse event/product problem updated from "product problem" to "adverse event, product problem". B2: outcomes attributed to ae updated from "na" to "disability or permanent damage; hospitalization-initial or prolonged; required intervention". H1: type of reportable event updated from "malfunction" to "serious injury". D9: device available for evaluation updated from "ni" to "no". H6: health effect - clinical code 4582 was removed. H6: health effect - impact code 2199 was removed.

Event description:
Subsequent to the initially filed reports it was reported that no coating was seen on fluoro, only once the wire was removed it was seen some coating was missing from the tip and core of the wire. A clinically significant delay occurred, there was thrombosis noted and the patient required amputation in another procedure to treat the thrombosis. The patient had pain and the digital dry necrosis wound on the toe progressed unfavorably. The patient was discharged. No additional information was provided.